Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address cup loosening. The cup migrated through the medial wall. Update: (B)(6) 2011 - medical records received. The revision operative report indicates that a piece of host tissue lining the joint was resected and it had a blackened appearance suggestive of metallosis.